Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had required a restage. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station required restaging. A technical support specialist (tss) used knowledge article "how to: restage an es device" to extract the inventory and capture screenshots of the storage space configuration and saved the inventory and storage space configuration to the electronic protected health information (ephi). Then, the tss backed up the database, used knowledge article "manually unloading storage spaces: es 1.6,1.8" to unload the storage space from the server, coordinated while the customer deleted the device from the server and recreated the device on the server, dropped the database at the station using knowledge article (ka) "proper datasync procedure & how to place new db in es station", performed a full synchronization of the station to the new name created at the server, and sent the customer for the storage space configuration and the inventory. The system functioned as intended after the technical support specialist troubleshot the issue.